Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that signal loss occurred. Date of event is an approximation. The mobile device was displaying signal loss for 3 plus hours while the device was not more than 20 feet or 6-meters away from the transmitter for more than 15 minutes. The issue began on (B)(6) 2025 and 5 days later on (B)(6) 2025, the patient started vomiting. Per documentation, because of the signal loss issue, he was not able to view his readings and did not realize that his sugar was high. His mother called emergency medical technicians (emt). They checked his bg and it was 580 mg/dl. They brought him to the hospital in an ambulance. At the hospital, his blood glucose (bg) was tested again at 640 mg/dl. He stayed at the intensive care unit (ICU) for 2 nights and was given an insulin pump and IV fluids. His bg reading was lowered to 280 mg/dl. Of note, the patient was not using an insulin pump at home and was only provided one while he was in the hospital. He could not recall the pump brand name. At the time of the report, the patient was stable. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.